Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had bladder infections. Patient was redirected to follow-up with their healthcare provider. Patient further reported that last (B)(6) they ended up in the emergency room (ER) and they said they had a bladder infection for a long time. Patient stated they were still not realizing they needed to check the implant with the programmer. Patient stated the implant had gone off. Patient stated they had been on an antibiotic for 2 months and was still on it and the infection was still there. No further complications were reported or anticipated.